Event description:
In june 1995, pt had radical prostatectomy without complication. Drain was left in place and the pt was discharged home. Upon return to the dr's office for removal of the drain, it fractured approx. 1 cm below the junction of the silicone drain portion and the tubing. Surgery required to remove remainder of drain.